Manufacturer narrative:
The returned sensor was evaluated. Visual inspection upon receiving revealed no external damage or defects. The sensor failed continuity tests due to an open connection across r1, r2, l1, l2, cb and CT electrodes and an open trace between l1, l2 and the connector. The sensor was returned used. Functional testing could not be performed since the sensor is intended for single-patient use; the integrity of the sensor is broken once it is removed from patient use.

Event description:
The customer reported the sensors could not measure psi properly, some sensors psi were higher than the normal range and others could not measure psi at all. No patient impact or consequences were reported.